Manufacturer narrative:
Method - device history review. Results - based on our investigation, it has been determined that nothing in the manufacturing of the lens was the root cause of the complaint. Conclusion - based on the complaint history, work order search and device history review, we were unable to confirm this complaint. (B)(4).

Event description:
It was reported that the micl12.1 implantable collamer lens was defective and a back up lens was required. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results - a lens work order search was performed and there were no similar complaints found. (B)(4).